Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device data logs were reviewed and there was one case where the patient exhibited a ventricular fibrillation signal. This case has several error messages that would have prevented the device from delivering a shock. The device was tested with the returned multifunction cable and CPR-d adaptor without duplicating the report. The multifunction cable connector on the device was observed to be loose. The multifunction connector was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.